Manufacturer narrative:
Several attempts were made to obtain additional information about this event; however, no additional information is available at this time. Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was reportedly in the hospital due to receiving multiple shocks. Concern was expressed that the shocks may have been inappropriate. It is unknown if tachycardia therapy was ever temporarily exhausted due to these multiple chocks.